Event description:
Premature battery depletion was reported, and the device was replaced. No patient complications were reported as a result of this event.

Event description:
Premature battery depletion was reported and the device was replaced. There were no patient complications reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found that a capacitor was leaking excess current, which caused the battery to deplete ahead of projected longevity.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.